Event description:
A clinical incident involving a turbovac 90 arthrowand with the integrated cable was reported to arthrocare corp. The reported incident involved a pt who underwent a shoulder scope in 2004. Several weeks following the procedure, a routine x-ray revealed a foreign object in the surgical area. The pt underwent a second procedure to remove the foreign object. The foreign object was reported as the screen from the turbovac 90 arthrowand tip. The pt was reported to be doing well.